Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, section h7 and h9 were missing from the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, lung and kidney disease. The patient did receive medical intervention in the form of hospitalization. Related to a ventilator's sound abatement foam. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Section h6 (clinical code) corrected in this report.

Manufacturer narrative:
Additional information was received on mar 26, 2025 and section h11 should be reported as: in previous reports section h11 mentioned incorrectly, correct h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, lung and kidney disease. The patient did receive medical intervention in the form of hospitalization. Related to a ventilator's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During the external and internal investigation, the ventilator passed the posttest's applicable test steps on the trilogy multifunction test station. The manufacturer visually inspected the ventilator and observed that the ac inlet power plug was broken inside of the device. Replaced the ac inlet connector and the device powered up. There is not an incident date for the patient harm, but it appears that the device functioned as designed. The error codes in the log are those of patient circuit alarms. The trilogy device and allowed to warm up on the bench top. During this time there were no alarms or error codes. The device was tested on the trilogy multi-function test station and passed the applicable test steps. Some of the test steps were observed as failures but are related to production environment testing parameter. The device was run on the bench top without any alarms, failures or overheating. The device was opened and did not detect any signs of melted plastic inside of the device. Technician inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to duplicate any failure with the ventilator and has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded. The patient has lung and kidney disease. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.